Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus and cursor misalignment; the connection between the overlay and printed circuit board (pcb) was reseated and the stylus was calibrated. Analysis was unable to confirm the reported crashing. The power supply and a nylon standoff were replaced as a preventative measure. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus required calibration and the programmer was crashing. The programmer was returned for service. No patient complications have been reported as a result of this event.